Event description:
On february 14, 2008 the reporter/diabetes educator contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra had the incorrect unit of measure setting (mmol/l). The customer care advocate (cca) verified there was a blue and white label on the meter, which indicates that a user cannot change the unit of measure setting. When the reporter went through the meter settings, she noticed that the date format was in the day/month format. The reporter claimed that the last time (unspecified date/time) she checked the patient's meter that the meter readings were "okay." Now when the reporter reviews the meter's memory, she is finding results such as "14.6, 27, 20.8, 26.0, and 15.3 mmol/l." The reporter indicated that the patient was taken to the emergency room (ER) in 2008, approximately at 8 pm for hypoglycemia. The patient was treated food and a "whole treatment strategy." She did not provide any of the patient's blood glucose results at the ER. The reporter believes that the reported issue has been going on for a "month or more" and the reported issue was not caught by the patient's group home staff, who checks the patient's blood glucose levels and administers her insulin based on the meter readings. When the mas spoke with the patient the following month, she was unaware that the diabetes educator called lifescan. She stated her meter was sent to her in the mail about a year ago, usually tests 5 times per day, and takes insulin (novolog and lantus) on a sliding scale, and does not have any other meters, she has had doctor's visits within the last year but never noticed the "mmol/l" until early 2008, a recent doctor's visit. When she became aware of the "mmol/l" issue, she claimed that her nurse "guessed" at how much insulin to give her since they did not understand the meter readings. On the event date, approximately at 8 pm, the patient's caregiver took her to the emergency room and was diagnosed with hyperglycemia and hyperkalemia. She was hospitalized for 3 days and was treated with insulin. Two hours before she went to the hospital (6 pm), the patient reportedly obtained a "400 something" on her meter and was given an unspecified dose of insulin. She indicated that she was feeling sick in the afternoon but she did not elaborate on her symptoms. The mas explained to the patient that if the meter was set to the "mmol/l" setting a "400 something" reading would not be possible. The highest the meter would read would be "33.3 mmol/l," which could be interpreted as "333 mg/dl;" however, she insisted that she got that result on her meter. She claimed no other devices were used prior to the emergency room visit. The medical affairs specialist (mas) confirmed that the one touch ultra meter was intended for the non- u.s. Market and was locked to the "mmol/l" setting based on the meter's serial number. It is unclear how she obtained this meter as well as a "400 something" meter result that was set to the "mmol/l" setting. However, based on the patient's allegations, this complaint is being reported because she allegedly developed hyperglycemia while using a meter that was set to "mmol/l." Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.